Event description:
Customer reported receiving a button error alarm on the insulin pump. He stated that he had been pushed into a lake while wearing the insulin pump and that it was exposed to water for about two minutes. The blood glucose reading was 53 mg/dl. Customer treated with food. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.